Event description:
During a surgical procedure while opening the bladder neck of the patient, the tip of the blade on the urethrotome broke off and fell inside the patient's bladder. The broken tip was removed using a flexible biopsy forceps along with a cystoscope. There was no patient injury. The procedure was completed using a resectoscope with a new sterile blade.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.